Event description:
Pt states that she has had pain in the knees and pain that has radiated since the injection. She has seen the md that states that there is not much to be done other than pain mgmt. Pt also received cortisone at the same appt for the knee injections. Strength: 24mg/3ml, dose or amount: 24mg, frequency: qw, route: ia. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: oa.